Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had no power and unable to power on. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user was unable to access the medications. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power and unable to power on. A field service engineer identified that half height drawer 4 was non-functional with no lights on the controller boards, replaced all controller boards in the drawer and configured the drawer in the application. Completed testing, and all functions were verified to be operating correctly. The system functioned as intended after the field service engineer repaired the device.